Manufacturer narrative:
A2) patient age - mean age 71 ± 12 years old. A3a) patient sex - 171 males, 54 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from france, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, hematoma, pulmonary embolism, stoke, and perforation are listed as potential adverse events with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 11feb2022) ¿efficacy and safety of the new tightrail¿ mechanical sheath for transvenous lead extraction: results of a french multicenter study¿. The study retrospectively aimed to assess the safety and efficacy of the tightrail sheath for pacemaker/defibrillator transvenous lead extraction (tle). A total of 225 patients (85 had an ICD and 140 had a pacemaker) who underwent a tle procedure were enrolled in the study between september 2014 and january 2020. All lesions were sequentially treated with spectranetics tightrail rotating dilator sheaths. Procedural complications included 3 pocket hematomas, 1 massive septic pulmonary embolism, 1 acute cva, 1 hemorrhagic shock due to a retroperitoneal hematoma, 2 vascular lacerations, 1 pericardial effusion, and 1 flail tricuspid valve leaflet. All serious injuries required medical intervention or minor procedural intervention. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 11feb2022 has been used, the date of publication. Artus, adrien,mansourati, jacques,fatemi, marjaneh,pierre, bertrand,schatz, alexandre,badoz, marc,laurent, gabriel,guenancia, charles,garnier, fabien. 2022. Efficacy and safety of the new tightrail¿ mechanical sheath for transvenous lead extraction: results of a french multicenter study journal of cardiovascular electrophysiology, 33(4): 731-737. Doi:10.1111/jce.15399. This report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.